Manufacturer narrative:
(B)(4). The customer returned one full guide wire and an introducer catheter with part of guide wire stuck in the catheter extrusion. The returned full guide wire contained two welds, confirming no pieces were missing. The guide wire contained no j-tip. The introducer catheter had a pink hub. No anomalies were found. Visual examination revealed a small wire protruding from the introducer catheter. A device history record review was performed with no relevant findings. The reported complaint of the guide wire separating during use could not be determined as a teleflex product was not returned. Visual examination revealed an introducer catheter with a pink hub; however, the introducer catheter in this kit contains a white hub. Likewise, the full guide wire returned did not contain a j-tip, indicating it is not a teleflex product. The returned sample was not manufactured by teleflex; therefore, no further action will be taken.

Event description:
The customer reports when removing the wire it became stuck in the angiocath. The physician pulled on the angiocath until the wire broke. Since it was outside the patient there was no patient issue. The wire was removed and a new insertion with a new kit was performed without incident. Therapy was not delayed or interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports when removing the wire it became stuck in the angiocath. The physician pulled on the angiocath until the wire broke. Since it was outside the patient there was no patient issue. The wire was removed and a new insertion with a new kit was performed without incident. Therapy was not delayed or interrupted.